Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to explant and replace the implantable pulse generator (ipg) due to the ipg being unresponsive.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to explant and replace the implantable pulse generator (ipg) due to the ipg being unresponsive.

Manufacturer narrative:
The returned ipg was analyzed and would not charge despite multiple attempts. In addition, communication could not be established when attempted with a known good remote control (rc) and clinical programmer (cp). Therefore, the analysis of the data log and functional testing could be performed. However, internal electrical measurements confirmed there was an excessive sleep current and a low impedance on the vh (high voltage) node. These findings confirmed that the application-specific integrated circuit (asic) chip was damaged. The excessive current drawn from the damaged asic resulted in the ipg being unresponsive. A product labeling review identified that the device was used per the instructions for use (IFU) product label and it did not reveal any anomalies. The IFU states that the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device: lithotripsy, electrocautery, external defibrillation, radiation therapy (any damage to the device by radiation may not be immediately detectable.), ultrasonic scanning, and high-output ultrasound. X-ray and CT scans may damage the stimulator if stimulation is on. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Ultimately, however, the device may require explantation as a result of damage to the device. Based on all available information, the reported event of patient's ipg being unresponsive was confirmed through device analysis. The ipg would not charge or communicate despite multiple attempts, and the internal electrical measurements confirmed an excessive sleep current and a low impedance on the vh (high voltage) node. The asic chip was damaged. The excessive current drawn from the damaged asic resulted in the ipg being unresponsive. Therefore, the probable cause was determined to be unintended use error caused or contributed to event. Although there is no evidence that the patient was exposed to any unrelated device procedure or therapy, this type of damage is typically caused by the ipg or lead exposure to high voltage/high current transients.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to explant and replace the implantable pulse generator (ipg) due to the ipg being unresponsive.